Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor response buttons were not responding when pressed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon evaluation, both response buttons were defective and would not respond when pressed. Additionally, the rear response button cover was missing, the monitor case and cover were cracked, and pv faults were present in download data. The cause of the pv faults and defective response buttons was liquid contamination. The cause of the contamination cannot be positively identified but it is likely due to ingress of an unknown liquid. The cause of the physical damage to the monitor is unable to be positively identified but is likely due to physical abuse. No adverse events resulted from the defective response buttons. The pt was issued a replacement monitor.